Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device was not functioning and was defective. It was noted that the device was not working, there was excessive liquid residue inside and signs of oxidation. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check for air leak, check for excessive noise, check for immediate stop, and check for free movement. It was noted in the service order that when the trigger is pressed the device would not rotate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.